Event description:
It was reported that a leak was observed below the prep port during use of the fox sv balloon dilatation catheter. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analysis was performed, which confirmed the reported leak during preparation. A review of the lot history record was conducted and found no non-conforming reports, that would appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified no similar events for this lot. Although a product issue was identified, it appears to be an isolated event and not a systemic incident. No further action is required at this time, as the overall impact was assessed to be low. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.